Event description:
The pt stated he is getting an occlusion (04) during boluses. He stated he changed all of his supplies and still received the occlusion. The infusion device functioned properly during troubleshooting. The pt called back to report he is now receiving occlusions during basal delivery and his blood glucose is high (387 mg/dl). He stated, he started to feel bad and he was thirsty with dry mouth and he was using the bathroom frequently. He had to program 2-3 separate boluses because the infusion device was occluding. He was able to bolus a total of 15 units to lower his blood glucose to a normal range of 75-100 mg/dl. The pt switched to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to addresss the issue. The pt refused to return the infusion device for eval.

Manufacturer narrative:
No product will be returned for eval.